Event description:
It was reported that 4 fusion implant as having questionable shape. The angle of the legs did not look right. Another 4 fusion implant has been used with success. There was no adverse pt consequence.

Manufacturer narrative:
Dimensional insp of the implant demonstrated its conformance with memometal spec. Implant shape recovery conforms to spec. The root cause of this event is user error. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective look back of complaints resulting from the acquisition of memometal technologies by stryker corp.